Manufacturer narrative:
The investigation into the positioning issue has been completed. The abiomed products were not returned for evaluation. No data logs were available. The cause of the positioning issue most likely use related due to improper technique as the pump accidentally pulled out from the left ventricle. F6 and f8 should have been blank.

Event description:
The user facility reported a 39-year-old male patient post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 access was gained through the sewn-on graft. It was reported that the pump was accidentally removed from the left ventricle (lv). The pump was explanted and not replaced. The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.